Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the foreign material found inside the connecting tube and the jet tube due to insufficient cleaning, other evaluation findings are as follows: water tightness was lost due to wear of the scope cover packing; the air/water, and suction cylinder had discoloration; the insulation resistance value at the distal end did not meet the standard value due to a crack on the plastic distal end cover; the plastic distal end cover had a chip; the connecting tube had a cut; and the universal cord had a peeling coat. Lastly, there were scratches on the following parts: the grip, the switch box, the right/left knob, the upward/downward knob, the plug unit, the scope connector case unit, the objective lens, and the light guide lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. Based on the results of the investigation, the foreign material inside the connecting tube and the jet tube were most likely caused by improper reprocessing due to the leak and/or physical damage at the area in which the foreign material remained. This was likely as a result of the scope cover leakage and the area where the foreign material remained being deeply scratched. However, the foreign material could not be identified, nor could the root cause of the event be determined. The suggested events are detectable and preventable by handling the device in accordance with the following IFU as described below: detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are included in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope's wheels were sluggish and hard to move. There was no report of patient harm. The device was returned, evaluated, and a whitish, foreign material was found inside the connecting tube and the jet tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.